Event description:
During testing of the customer's device, factory service identified that when a shockable signal was applied, the device would indicate "shock not delivered". No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The cause of the failure is due to defib board assembly connectors were no longer making connection to their contacts causing an open circuit. Once the connections were reseated, the device performs to specifications. Upon passing all release testing, the device was returned to the customer.